Manufacturer narrative:
This report is filed on (B)(6) 2018.

Manufacturer narrative:
This report is submitted on august 13, 2018, by cochlear limited on behalf of (B)(4) exemption number e2016011.

Event description:
The patient experienced a performance decrement resulting in the decision to explant the device on (B)(6) 2018. It is unknown if there are plans to reimplant the patient with another device as of the date of this report.